Event description:
The manufacturer received information alleging device is on the recall and also while changing the filter it is completely black and does not feel safe using this device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged the filter it is completely black. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Pil observed the following from an external and internal inspection: unknown white, brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box and on the blower motor seal, consistent with ER 2243857 v01. Tiny unknown black (inconsistent with degraded sound abatement foam) and white specs of contamination on the bottom the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. Section h6 updated in this report.